Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the pacer test failed when using the plates. The fse evaluated the device onsite and it was determined that there was no failure during the test when using the hands free cable and test load. Available details indicated that the customer forgot that the pacer test is not available with paddles. The customer was instructed to execute the correct functional check by using the hands free cable and test load. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fault was no longer present, after performing the correct functional check and the device returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pacer test failed when using the plates. There was no reported patient involvement.